Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0ywqy, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported that they got implanted on (B)(6) 2015 with the permanent implant and it was not working. The patient could not figure it out. They wanted to adjust the setting. The patient was assisted in adjusting the device. Due to the bandage from surgery, the signal was lost a few times during the call, however, they were able to increase the settings. The patients voice was hoarse because she had some pain from the surgery and was okay. She was given a narcotic reliever and dried up through. They had an anesthetic and was not thinking clearly because she was just implanted with the device. She had to use her walker to get to the other room and had knee replacement surgery prior to the implant on (B)(6) 2015. The patient was on program 1 at 1.0 volts. The patient was increasing and then her screen changed to a poor communication. She had 1.5 volts and then she lost the screen again. The patient saw 1.6 volts and was up to 2.0 volts and she did not really feel anything. They had taken a pain pill about an hour or two prior to calling. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.